Event description:
It was reported that during a lap hernia procedure, the device malfunctioned. The tip broke off. There is no add'l info available at this time. Unk how the case was completed. No pt consequence was reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.